Manufacturer narrative:
The event was estimated to have occurred in 2024.

Event description:
It was reported that during a follow up in clinic, right ventricular noise resulting in oversensing and pacing inhibition was noted. Provocative testing was performed and the noise was able to be reproduced. The device was explanted and replaced. The right ventricular lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues and battery was at normal range. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. An investigation was performed to assess the epoxy condition, which determined that this condition is acceptable, is not problematic, and does not affect device functionality. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage and within expected longevity.